Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line was cut. Reportedly, the pump/cartridge was not near any sharp objects. The user's blood glucose level was 93 mg/dl. Reportedly, the user would load a new cartridge and resume insulin delivery.